Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 44 mg/dl. The customer was treated for the low blood glucose with food. The customer's sensor feature was turned off. The customer was assisted with trouble shooting and was disconnected during the priming sequence. The customer remained disconnected until their blood glucose went back to normal levels. No further information was provided.